Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this patient experienced cerebrovascular accident. The patient also received a pacemaker implant. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review of the available information was performed. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the aats/sts guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out 04/30/2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. The patient (as part of the on-x prosthetic heart valve anatomic suture ring postmarket registry), a (B)(6) male, nyha ill, insufficiency lesions with no prior history of cardiac surgery , implanted with onxan or onxane model on-x valve in the aortic position by protocol, experienced cerebrovascular accident (cva), gi bleed, and death. No other information is available following these observations as the protocol limits adverse event reporting to 14 days postop. A permanent pacemaker (ppm) was implanted during this time period. The etiology or type of cva that occurred cannot be definitely determined but it is likely that it is hemorrhagic in nature due to the concomitant gi bleed reported. Regardless, this cannot be confirmed so we cannot tell what, if any, relationship the events have to do with the valve. That it occurred so soon after surgery would classify this as an early event (<30 days postop) and likely an outcome associated with the technique and/or trauma of surgery rather than of anticoagulation. In any event, the instructions for use recognize hemorrhage, stroke, and death as a potential adverse event following aortic valve replacement. Based on the available information, root cause for this event is unknown. No further action is required at this time.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this patient experienced cerebrovascular accident. The patient also received a pacemaker implant. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected post-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and 04/30/2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.